Manufacturer narrative:
The custuomer reported that the whole network was down, on every central nursing station (cns) and remote network station (rns) it was saying communication loss. They found that ICU and ccu central nursing station(cns) were showing communication loss. They checked the ICU beds and they were able to interbed with each other. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 02/12/2021 emailed the customer via (B)(6) for all the information : no reply was received.

Event description:
The customer reported that the whole network was down, on every central nursing station (cns) and remote network station (rns) it was saying communication loss. They found that ICU and ccu central nursing station (cns) were showing communication loss. They checked the ICU beds and they were able to interbed with each other. No patient harm was reported.